Manufacturer narrative:
Age at time of event: (B)(6) years or older.

Event description:
It was reported that stent damage occurred. The 80% stenosed target lesion was located in the distal end of left anterior descending artery. A 2.50 x 24 synergy drug-eluting stent was advanced for treatment; however, during procedure, the stent strut was lifted. The procedure was completed with another of same device. No patient complications were reported, and the patient status was stable.

Event description:
It was reported that stent damage occurred. The 80% stenosed target lesion was located in the distal end of left anterior descending artery. A 2.50 x 24 synergy drug-eluting stent was advanced for treatment; however, during procedure, the stent strut was lifted. The procedure was completed with another of same device. No patient complications were reported and the patient status was stable.

Manufacturer narrative:
A2: age at time of event - 18 years or older. Device evaluation by MFR: synergy ous mr 2.50 x 24mm stent delivery system was returned for analysis. A visual examination of the stent found stent damage. Stent struts in the most distal strut row lifted and pulled proximally. The undamaged stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of tip damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and inner lumen and mid-shaft section found multiple distal shaft kinks. No other issues were identified during the product analysis.